Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced some irritation at the device pocket. It was discovered that the pacemaker was eroding at the pocket. The device was removed and used externally on (B)(6) 2019. The patient was stable post-procedure.